Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes of an unk date. Approx three months later, a leak occurred. It was initially reported that the leak was located before the catheter splits into the wide joint (outside of the pt). The engineering evaluation revealed the catheter had leaked at the suture wing nose to catheter shaft joint.